Event description:
Opened and used but dilator end screw head broken inside patient body, after surgery to get it out, patient recovery. Not used yet but found the dilator end screw head seems not good, so doctor returned.

Manufacturer narrative:
It was reported that the broken screw head was discovered during the procedure and the patient did not stay in the hospital longer than the normal time scheduled for this procedure. Based on the information received, the doctor has been posted to another hospital and information regarding the location of the breakage in the body was not determined. The patient did not require additional medication as a result of this incident. The patient recovered and has been discharged from the hospital. The doctor made the assumption that the "screw head seem not good" by touching the dilator tip. Dilator lot 9428661 associated with this complaint was manufactured in december 2012 by (B)(4). No abnormalities were noted in the DHR for this lot and there were no other prior related complaints reported for this lot number. The first returned dilator with the broken tip could not be tested. However, the second returned sample with the tip intact passed the function test without cracking or breaking. Based on the investigation of retain samples, the conclusion was that when the screw dilator is properly used with a guidewire, the screw tip dilators will not fracture or disconnect when tested in a simulated worse case use. The most probable root cause for the tip disconnection observed in the field could be a result of improper use (i.e. Used without a guidewire.) A secondary possible root cause could be related to packaging/shipping trauma which may have caused damage to the tips prior to use by the physician. The conclusion was that when the screw dilator is properly used with a guidewire, the screw tip dilators will not fracture or disconnect when tested in a simulated worse case use. A CAPA has been initiated to implement corrective/preventive actions to optimize the tipping parameters. Tracking and trending of any future occurrences will be performed to determine if additional mitigation or any external field actions are required.